Manufacturer narrative:
Continuation of d10: 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745nt, s/n nld158033n, revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported their controller battery doesn't hold a charge. Pt reported they had back pain. Pt says controller issue started about a week ago. Pt says a medtronic rep had them reset controller which didn't resolve. They spoke with medtronic rep "saturday maybe." Pt called back and reported their controller would not hold a charge long enough to charge the implanted neurostimulator (ins) fully. Pt said the ins could not be charged to 100% because the controller would run out of charge before the ins was charged to 100%. Pt mentioned the controller was an "idiot box." The controller was charged at 20% on the call and the ins was charged at 90%. Pt confirmed the controller was charging successfully on the call. Pt said they charged the ins earlier today and the ins charged from 30-90%, but the controller depleted from 100-20% while charging the ins. Pt said the tongs on the ac power supply "bend all the time." Pt called back reported they kept going from excellent charging to not finding the device back and forth while holding the rtm over the ins. Pt mentioned their charge would last 12 hours and asked if that was normal - patient services (pss) reviewed recharge frequency was based on an individual pt's settings/usage. Additional information was received from the pt. Pt called back asking why we kept sending them boxes that they did not need. Pt received a shipping box with a return label and said they did not need it. Pt also received a replacement recharger which they did not need. Pt said they were going to return it back to repair and rather keep their original recharger (rtm). Reviewed to keep the new one and send the old one back. Pt said no. Pt then said they were meeting with a rep tomorrow and will have the rep look at it. Pt then mentioned the battery pack that they received was dead as a door nail and they had to charge it first. Pt also complained about getting bp in a dummy controller. Pt said they sent their battery back to repair. Pt then said their issues were bad and they were considering going with a different company as this was disappointing. Pt said nobody believed them and maybe we will believe the rep after they meet with the rep tomorrow. Pt called back re-reporting information previously documented in this case. The pt stated they had received replacements for the li battery pack (bp) <(>&<)> recharging antenna (rtm) but they were still having problems. Pt explained while attempting to charge their neurostimulator battery (ins) last night the controller (ptm) had a solid yellow light when it began making a continual beeping/humming tone while becoming unresponsive w/ a solid black screen. Pt described having to remove the bp in order to get the sound to stop. Pt apologized for calling/bothering agents. Pt remarked they paid a lot of money to have this device implanted in their body <(>&<)> it doesn't work. Pss had pt reset ptm <(>&<)> inspect device components while collecting device model/serial numbers. No visible damage was detected by pt. Ptm screen was saying 'no device found' after reset. Pt connected rtm and then provided current battery levels: ptm 100%; ins 90%. Pt commented that it was taking them 3.5-4 hours to charge ins. Pt was able to start a recharging session w/ excellent quality. Pt said its always changing from excellent to good w/o moving. Pss advised caller(s) to capture all details for reference when/if messages occur by either writing down the wording or taking a screen shot w/ mobile phone camera. Pss reviewed best practices for recharging/maintaining battery levels. Pt said they wear tight leggings and place rtm antenna against skin to charge ins. Pss reviewed utilizing recharging belt to secure antenna. Pss recognized the ptm wasn't communicating with ins w/o rtm connected. Additional information was received from the pt. Pt called back escalated and stated that they had faulty equipment and pt demanded a replacement rtm. Pt stated they couldn't charge their ins and was in pain. Pss reviewed with pt that their controller, battery pack, and rtm were already replaced recently, and pss redirected pt to their hcp/rep for reprogramming/readjustment. Pt stated their ac power supply cord wasn't replaced and pss reviewed with pt that the ac power supply cord wouldn't affect their ins charging issue. Pt stated they were able to pair their controller. Pss continued to redirect pt to their hcp/representative. Pt disconnected the call. Pt then called back again, twice, wanting to speak with another pss agent. Pt disconnected the call twice. Pt then called back stated they are not able to charge the ins. Pt stated they are not happy with their product (ins). Pt stated they are in a wheelchair and bedridden. Pss asked pt to connect with rtm to read the messages on the screen and pt stated they think they sent back the new rtm and that's why they are not able to charge the ins. Pt stated the controller is not charging either. Pss assisted pt with resetting the controller and controller powered on when plug into the outlet with battery pack, but the controller did not power on without battery pack when plugged into the outlet. Pss confirmed there is no visible damage on the ac cord or controller port. Pss confirmed pt did not have a fall or trauma. Pt stated they have an apt with a rep soon. Pss called pt and left voicemail with pss name and extension if pt has questions to call pss. A replacement controller, and ac power supply were requested. Repair to send back the replacement rtm that the pt returned for the ac power supply. Pt called back stating they pt got a new controller a week or two ago and they needed to pair a controller. Pt said they got two new controller and their controller did not have a controller battery. During call pss assisted pt on setting up the controller. Pt noted they already replaced the paddle before and the one was not real great. Pt noted this morning when they went to use their other controller before they paired the new one it was weird; it showed the pt was in the danger zone and they got ready to recharge the ins and it showed they were at 70% battery which never happened that quick. Additional information was received from the pt. They reported that they continued to experience long recharging times after having all equipment replaced, including multiple controller replacements. Pt has to wait 4-6 hours to charge implant and never gets to 100%. Pt's controller drains before they can fully charge their implant and they have intermittent connectivity. Pt once saw their controller battery fall 40% in 10 minutes. Pt mentioned thinking they had an internal problem with the battery. The doctors in pt's area will not see them. Pt was upset that the manufacturer didn't have a way to recharge with the controller while plugged into both the wall and their recharger at the same time (to charge controller while charging implant). Pt was upset that the manufacturer did not have a portable car charger for controller. Pt claimed they were never told how this implant would work, and didn't know they'd have this stuck in their body for the rest of their life (because doctors will not work with them if they want explanted). Pt was escalated that patient services (pss) suggested since all external devices had been replaced (some multiple times) that pt should really follow up with a doctor, even if they have to travel out of their area. Pt became escalated because travel is not easy for them, so they can't see different doctors. Pt was convinced external equipment didn't work because they are refurbished, and wanted replacement equipment. Pss agreed to try one more recharger replacement, but told pt that may not change the issues and they really should follow up with a healthcare provider to check ins. Pss had to call pt back for serial number but went to voicemail; left message for pt to call back with serial number. Pt called back and stated they had the prepaid shipping label but did not have the paper to call fedex. Pss offered another label/instruction to pt, but pt got escalated and disconnected the call. Pt called back again stating they just spoke to pss, and it was terrible, and they wanted the previous agent fired. The pt wanted a fedex express phone number to return a broken piece of equipment, pss provided pt fedex phone number. Pt went on complaining about the last interaction with pss and how terrible it was. Pt wanted to know why every time they call pss the agents were defensive and rude for, they did not expect that kind of treatment. Pt wanted to know who to call about their device in the future, pss reviewed pts options of calling their hcp, rep, or pss; pt said they had no issue with their therapy. Pt said they expected a little more hand holding then what they got. Pt disconnected the call. Additional information was received from the pt. It was reported that the controller started a continual/constant beeping/humming noise/tone and it when unresponsive. Controller did not detect ins today when troubleshooting.